Event description:
On (B)(6) 2025, the doctor discovered trachoma (micropora) in the equistream split tip during the operation and immediately replaced it with a new one. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photos show a partial view of a clinician holding an equistream hemodialysis catheter. A catheter clamp is attached to a catheter extender, and the hole on the extender is clearly visible. Therefore, the investigation is confirmed for reported material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h1, h6 (patient, device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the doctor discovered trachoma (micropora) in the equistream split tip during the operation and immediately replaced it with a new one. The current status of the patient was unknown.